Event description:
It was reported that a patient, (B)(6) years old, female, underwent an atrial fibrillation (afib) procedure with a smart touch catheter, suffered a cardiac tamponade which required a pericardiocentesis and 900cc of fluid were removed from the patient¿s body. A pericardial effusion was noticed as the patient's blood pressure dropped and confirmed by ice. The patient was reported to be in stable condition. No product malfunctions have been confirmed related to this patient injury.

Manufacturer narrative:
(B)(4) it was reported that during an afib case, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by ice. Caller reported that the medical intervention provided was a pericardiocentesis and 900cc of fluid were removed. The patient was reported to be in stable condition. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
(B)(4). The concomitant products: carto 3 (13166), stockert (s/n: (B)(4)), cool flow pump (s/n: (B)(4)), smarttouch catheter (d133601, 17059057m ¿ to be returned) lasso nav eco catheter (d134301, 17050475l), cs bidirectional webster catheter (d135304/17011517m), acunav 10f catheter (catalog unknown/ 030484). The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).